Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was having a lot of pain in the left hip. It was noted that the scs system was implanted to treat pain in the hips, back, and feet. The patient noted that they had physical therapy on (B)(6) 2018 and they were made to lay on their stomach. The patient had pain since. The patient planned to meet with a rep for reprogramming and the check the system integrity. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient tried a cold and hot compress for the pain and it did not help. It was noted that the impedances were within normal limits. It was reported that the patient felt coverage where they felt it before and they were having new pain above the hips. The patient was able to get coverage in that area as well, but they were not sure if it would cover the pain. The patient was instructed to not go to physical therapy and to take it easy for the next couple of weeks. No further complications are anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was having pain at the battery site when charging. It was also reported that the patient was having discomfort in the right in the right hip area when charging the implant. The patient clarified that the pain is not at the battery site. It was recommended that the patient charge in shorter intervals. No further complications are anticipated.